Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the diagnosis procedure. Procedure was completed with displayed on another monitor using switch. Customer reported problem that the images were not displayed on the general-purpose monitor in exam room. Field service engineer (fse) inspected the system onsite and found that the power adapter of the dvi converter was faulty. A review of system log files cannot be able to confirm malfunction. Fse replaced the power adapter. After replacement of power adapter, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that images did not display on the general-purpose monitor in the examination room. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the power adapter for the dvi converter which returned the device to expected functionality.